Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Contact reported customer experienced an elevated blood glucose (bg) level in the mid 200s mg/dl and delivered a correction bolus and changed supplies to address bg level. As the customer had changed out supplies, troubleshooting with tandem technical support to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer was using apidra insulin.